Event description:
This unsolicited case from united states was received on 10-nov-2016 from a physician. This case concerns a patient (demographics not provided) who received treatment with synvisc or synvisc one injection and later after unknown latency developed knee infection. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, patient initiated treatment with intra- articular synvisc or synvisc one injection (dose, frequency, indication, batch/lot and expiration date: not provided). On an unspecified date, after unknown latency, patient developed knee infection. It was reported that the physician will not use synvisc or synvisc-one in the office because the patient had a knee infection. No further details were known. Action taken: unknown for both suspect products. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: important medical event additional information was received on 16-nov-2016. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 16-nov-2016: the additional information does not alter the previous case assessment. Sanofi company comment dated 15-nov-2016: this case concerns a patient who received treatment with synvisc or synvisc-one (suspect product not confirmed) and later experienced joint infection. Due to lack of information regarding suspect product therapy details and event onset date significant temporal relationship and causal role of suspect in occurrence of the events cannot be established. Furthermore, lack of information regarding maintenance of sterile conditions during administration of suspect product, medical history, concomitant conditions and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 10-nov-2016 from a physician. This case concerns a patient (demographics not provided) who received treatment with synvisc or synvisc one injection and later after unknown latency developed knee infection. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, patient initiated treatment with intra- articular synvisc or synvisc one injection (dose, frequency, indication, batch/lot and expiration date: not provided). On an unspecified date, after unknown latency, patient developed knee infection. It was reported that the physician will not use synvisc or synvisc-one in the office because the patient had a knee infection. No further details were known. Action taken: unknown for both suspect products corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event. Pharmacovigilance comment: (B)(4) comment dated 15-nov-2016: this case concerns a patient who received treatment with synvisc or synvisc-one (suspect product not confirmed) and later experienced joint infection. Due to lack of information regarding suspect product therapy details and event onset date significant temporal relationship and causal role of suspect in occurrence of the events cannot be established. Furthermore, lack of information regarding maintenance of sterile conditions during administration of suspect product, medical history, concomitant conditions and past drugs precludes complete medical assessment of the case.